Event description:
It was reported that pump displayed repeat malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and switch to alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software, confirmed delivery details, instructed customer on placing pump in storage mode and returning it within required timeframe, and advised customer to reprogram pump settings and reconnect cgm on replacement device.